Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic liver resection, the reload could not be fired normally. The handle was replaced and the same reload was used to resolve the issue. There was no patient injury.